Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: yellow particles, broken shell and underweight. A visual and microscopic analysis was performed which identified sharp opening and crease fold. Based on the device analysis, the final assessment is a sharp broken on patch due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side rupture and capsular contracture, baker grade IV. Device remains implanted.